Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was scheduled for a replacement procedure. There was concern the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient later expired. Records indicate this device remained in service without further complication. There were no allegations against device functionality at the time the patient expired.